Event description:
Inbound. Patient stated cassette lot number is 4192062, expiration 2026/09/02, the pump displayed res volume of 32 milliliters when no disposable alarm started, no further details provided.